Event description:
The hcp reported since (B)(6) 2010, the pt's device was turning off and this was becoming more frequent. Presently it turns off for approx 20 minutes three times a day. It turns back on spontaneously. The pt is experiencing a return of dystonia symptoms on the left side of the body. Therapy impedance increased from 800 to 3200 ohms in (B)(6) 2010; the most current impedance measurement was 3289 ohms. Reprogramming did not appear to control the pt symptoms. There was no known accident or incident related to this event. Additional information has been requested, a f/u will be sent when new information is received.

Manufacturer narrative:
(B)(4).